Manufacturer narrative:
Additional information: b5, d5: operator of device, d9, h3, h4, h6, h11. Correction: d4 expiration date (update to n/a). B5: upon additional information, the pump displayed 'pump is operating at reduced level of performance' message. It was suspected that the device had 'some physical damage'. H11: the device was received for evaluation. During functional testing, the error "not operating at peak performance" was not reproduced. A review of the event history log revealed multiple non-interrupting system errors (syringe misloaded alerts). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. However, the pump not operating at peak performance would not halt therapy. If this issue were to recur, it is unlikely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was "not operating at peak performance¿. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.